Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking located approximately 4mm distal from the distal markerband. The braiding was also noted to be damaged on the distal end of the balloon. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 40 mm x 50 cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 10 atmospheres for a few seconds. The device was removed, and the procedure was completed using a different device. There were no patient complications resulting from this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 5.0 mm x 40 mm x 50 cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 10 atmospheres for a few seconds. The device was removed, and the procedure was completed using a different device. There were no patient complications resulting from this event.